Manufacturer narrative:
Investigation is ongoing. H3 other text: remains implanted.

Event description:
As reported by our european affiliates, during implant of a 23mm sapien 3 ultra valve in aortic position by transfemoral approach, the valve had optimal placement but presented with free transvalvular regurgitation most likely due to an immobile leaflet which could not be mobilized by several passages with a pigtail catheter, causing a short episode of hypotension. It was decided to implant a second 23mm s3u, which functioned properly. Two hours post procedure, the patient had a myocardial infarction subepicardially, with penetration to the pericardium (the bleeding started in the wall, not from the cavum of the lv), leading to a hemopericardium. There was no damage to the aorta, annulus or the left ventricle, with the endocardial part of the lv intact (all confirmed by the autopsy). A pericardiocentesis was performed and finally open-heart surgery with sealing of the epicardial bleeding site. On post op day 3 (pod), the patient had liver failure and disseminated intravascular coagulation (dic) and passed away on pod 4.

Event description:
As reported, it was a case of an implant of a 23mm sapien 3 ultra valve in aortic position by transfemoral approach. The patient presented severe aortic calcification and left ventricle hypertrophy. During the procedure, the valve had an optimal placement but presented a free transvalvular regurgitation, most likely due to an immobile leaflet which could not be mobilized by several passages with a pigtail catheter, causing a short episode of hypotension. It was decided to implant a second 23mm s3u, which functioned perfectly (no gradient, no ar) and was in excellent position. There were no problems with catheters or wires during the procedure. After the procedure, the patient had a transient left bundle branch block (lbbb) with normal ECG after that. 2 hours post procedure, the patient had a myocardial infarction (mi) located in the posterolateral subepicardial part, with penetration to the pericardium (the bleeding started in the wall, not from the cavum of the lv), leading to a hemopericardium with cardiac tamponade. There was no damage to the aorta, annulus or the left ventricle, with the endocardial part of the lv intact (all confirmed by the autopsy). A mechanical resuscitation and a pericardiocentesis was performed and finally open heart surgery with sealing of the epicardial bleeding site. On pod 3, the patient had liver failure and disseminated intravascular coagulation (dic) and passed away on pod 4.

Manufacturer narrative:
Per the instructions for use (IFU), thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction (mi) are potential adverse events associated with the overall thv procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets near the coronary ostia. In addition, caution should be exercised when implanting a bioprosthesis in patients with clinically significant coronary artery disease. Mi related to the thv procedure, and the valve implant will manifest intra-procedurally or in the immediate post-operative period and is typically due to a combination of patient and/or procedural factors. As defined in the valve academic research consortium (varc) publication on thv complications, the peri-procedural interval is inclusive of all events that begin within 72 hours of the index procedure. Mi's that occur after the peri-procedural period (>72hrs) are typically related to the patient's underlying coronary disease. Multiple patient factors could put the patient at risk for mi during the thv procedure, including significant underlying coronary artery disease, and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure'specific training manuals, and proctored procedures. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate (severe aortic valve calcification, lv hypertrophy. No history of cad . Pre tavi angiogram showed epicardial atherosclerosis, but no high stenosis grade (50% in the mid lad ) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. For index procedure events: the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from received from a product evaluation. The following sections of this report has been updated: update to b4, b5, b7, g3, g6, h2, h6, h10. Investigation is ongoing.

Event description:
As reported, it was a case of an implant of a 23mm sapien 3 ultra valve in aortic position by transfemoral approach. The patient presented severe aortic calcification and left ventricle hypertrophy. During the procedure, the valve had an optimal placement but presented a free transvalvular regurgitation, most likely due to an immobile leaflet which could not be mobilized by several passages with a pigtail catheter, causing a short episode of hypotension. It was decided to implant a second 23mm s3u, which functioned perfectly and was in excellent position. There were no problems with catheters or wires during the procedure. After the procedure, the patient had a transient left bundle branch block (lbbb) with normal ECG after that. 2 hours post procedure, the patient had a massive subepicardial hematoma leading to rupture of the pericardium with active bleeding (leading to tamponade). Secondary to the to the massive hematoma, the autopsy found a myocardial infarction. A mechanical resuscitation and a pericardiocentesis was performed and finally open-heart surgery with sealing of the epicardial bleeding site. On pod 3, the patient had liver failure and disseminated intravascular coagulation (dic) and passed away on pod 4.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from received from a product evaluation. Per the instructions for use (IFU), cardiovascular injuries such as access site complications, perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access may require repair and are known potential adverse events associated with the transapical thv procedure. Per the literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with the review of complaint history, revealing that most apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. Furthermore, per the instructions for use (IFU), conduction system defects (heart block), arrhythmias and conduction system defects that may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, bioprosthetic heart valves, and the thv procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the thv procedure. According to the literature review, and as documented in ew clinical technical summary for complaints-conduction disturbances/ heart block, atrioventricular conduction disturbances after thv are associated with many patient-related and procedural related factors, including pre-operative co-morbid status, the degree, and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, thv may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after thv are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate procedural and/or patient factors such as the severe aortic calcification and left ventricle hypertrophy caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.